Event description:
It was reported that the instrument broke inside the patient, all pieces were removed. No delay or patient injuries were reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.

Manufacturer narrative:
One 180 degree cuff stitch left was returned for evaluation. Device is over four years old. Visual assessment confirmed the reported breakage. The distal tip at beginning of the first bend is broken off. The broken section was returned and shows evidence of plastic deformation at the break area. The condition of the device indicates it was subjected to excessive forces during use. As with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in the instrument's failure. Do not use these instruments as levers for manipulating hard tissue or bone. Excessive force should not be applied to the instrument when manipulating soft tissue, bone, or hard objects. Misuse of these instruments may result in bent distal tips or jaws; and dull or uneven cutting edges. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time.